Manufacturer narrative:
The inflow conduit was successfully exchanged with another inflow conduit and the pt remains ongoing. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for heart failure symptoms. The echo revealed malposition of the inflow cannula. The surgeon explored the chest and found that repositioning the pump was not possible. The cannula seemed to be adhered to the heart's free wall and would need to be surgically removed. The surgical procedure was completed and the pump and outflow cannula were kept in place. The pt was recovering in ICU. It was noted that the pump parameters were significantly improved after the inflow cannula was replaced.